Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replace the ipp. The location of the fluid loss was not determined. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).